Manufacturer narrative:
Patient weight (B)(6). (B)(4).

Event description:
Same case as MDR ID#2134265-2015-07217. It was reported that a guidewire tip detachment occurred. During platforming with a 1.75mm rotalink burr, the tip of a rotawire elite guide wire detached. Rotaglide was used. The procedure was competed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: visual examination revealed the handshake connection contained within the shell housing and could not be advanced from the housing. The sheath was cut in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. The coil was noted to be cut. The burr was microscopically examined. The annulus was noted to be misshapen. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID#2134265-2015-07217. It was reported that a guidewire tip detachment occurred. During platforming with a 1.75mm rotalink burr, the tip of a rotawire elite guide wire detached. Rotaglide was used. The procedure was competed with another of the same device. No patient complications were reported.